Manufacturer narrative:
A siemens customer care center (ccc) specialist was contacted by the customer. The ccc reviewed the data provided. The ccc found the chemistry wash was low. The customer replaced the chemistry wash and primed the wash ten times. The customer replaced a new flex and ran quality control (qc) level 1 five times, resulting within range. The cause of the discordant, falsely elevated creatine kinase mb results is due to low chemistry wash. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated creatine kinase mb results were obtained on one patient sample on a dimension exl with lm instrument. The initial result was not reported out to the physician(s). The customer repeated the same sample on the same dimension exl with lm instrument, resulting lower. The customer repeated the same sample on the same dimension exl instrument again, resulting lower than the original but flagged with a process error. The customer repeated the same sample on the same instrument two more times, resulting with an "abnormal reaction" flag. It is unknown if the customer reported out any results to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated creatine kinase mb results.